Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported that the night shift rn reviewed day shift's iaware (electronic medication administration record) and it was noted that two fentanyl boluses were administered via pump at 0903 and at 1129. The ordered bolus was a target dose of 3mcg/kg/hr for a total bolus dose of 3ml. However, it was discovered that each previously mentioned bolus dose given was 30mcg/kg, for a total of 30mls or 292mcg. The medication's starting vtbi (volume to be infused) was 100ml. The pediatric patient reportedly required monitoring but there was no harm.